Manufacturer narrative:
Approx age of device is 26 mo. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that data log info was submitted to the manufacturer for review due to pump speed reductions and pump stoppage. Review of the data log revealed a data pattern that indicative of a percutaneous lead issue. On (B)(6) 2014, the manufacturer's technical services representative conducted a percutaneous lead distal end replacement according to procedure after pump speed drops and pump stoppage were confirmed. Approx 5 days later, the manufacturer received info indicating that the patient underwent a pump exchange from one lvad to another lvad.